Event description:
Jp drain placed after c-section in 2008. When jp drain was removed by the physician, the jp tip remained in the pt's abdomen. Pt was taken to surgery to remove the retained jp drain tip. Jp drain placed on the same day and removed three days later, when the tip broke off in pt. The pt had to go to surgery on the same day, to have the tip removed. Diagnosis or reason for use: post operative drain.